Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing the skin using a subcuticular suture technique, in the almost end of the incision during a total hip replacement, the needle was detached from the suture line. To resolve the issue, a free needle was used. There was no patient injury.